Event description:
The manufacturer was contacted in reference to a customer requesting information on returning a nebulizer device due to a patient passing. There is no allegation of device malfunction. There is no allegation that the device contributed to the patient death. No other information is available at this time. This report is being submitted for an allegation of a patient death only due to insufficient information related to the device. The device has not been returned to the manufacturer for investigation. The manufacturer investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2025-106774. This report was submitted as a correction report of the previously submitted report. This notification was re-evaluated following receipt and review of all available information related to the reported patient death. At the time of initial reporting, the event was conservatively submitted due to the limited information available. However, subsequent review confirms that there is no allegation or evidence suggesting that the device malfunctioned, failed, or otherwise contributed to the reported outcome. Specifically, no device deficiency (e.g., malfunction, misuse, labeling issue, or performance failure) has been identified, no causal or contributory relationship between the device and the reported death has been established and the available information indicates the death is attributable to factors unrelated to the device. Based on the totality of evidence, this event does not meet the criteria for reportability, as there is no reasonable possibility that the device caused or contributed to the death. Therefore, this case has been reassessed and determined to be non-reportable. The event will continue to be documented and trended per internal quality system requirements.